Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "cementless total hip arthroplasty in hip dysplasia with an extensively porous-coated cylindrical stem modified for asians: a 12-year follow-up study" written by tsutomu kato, md, takuya otani, md, phd, hajime sugiyama, md, phd, tetsuo hayama, md, souichi katsumata, md, phd, and keishi marumo, md, phd published by the journal of arthroplasty 30 (2015) 1014¿1018 was reviewed for MDR reportability. The article's purpose: "the aim of this study was therefore to investigate the outcomes of primary tha with aml-plus stems performed in asian ddh patients more than 10 years earlier to reveal how the system was applied to femurs in patients with a small physique, the functional and radiographic outcomes of the reconstruction, and the advantages and limitations of distal fixation stems in ddh." The data was compiled from 174 patients (187 hips) with mean age of 56 and follow up period mean of 12.1 years receiving thas between 1997 and 2001. Depuy products were aml-plus stems and the article does not provide information regarding acetabular products. Adverse events were: stress shielding, acetabular and femoral osteolysis, intraoperative femoral fractures treated with wiring, infection treated with debridement, dislocation treated by closed reduction, symptomatic pe treated by thrombolytic therapy in combination with an inferior vena cava filter, revision surgeries due to poly wear (3). All cases of revision did not have loose cups but osteolysis was found around the cup and all received a new liner and bone grafting. The stem was not revised in any case. The article does not provide information on acetabular components and mainly focuses on performance of the stem. The article does not provide adequate information to determine exact quantities of products as patients may experience more than one adverse events.